Manufacturer narrative:
Additional information: d3, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an air leaked from under the area the connector was inserted into the flange connector. Functionally, an inflation/deflation test was performed, using a syringe 3.5cc of air was applied to the cuff and it was observed the cuff deflated after few minutes. It was reported that the ventilation volume reduced, and the alarm occurred. A leaking sound was heard, the trach was replaced and after replacement, air leakage was observed from the proximal side of the pilot line. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the ventilation volume reduced, and the alarm occurred. A leaking sound was heard, the trach was replaced and after replacement, air leakage was observed from the proximal side of the inflation line. The same phenomenon occurred again after eight days and the trach was replaced again. On (B)(6) , it was noted that although air was passing through the suction line, suction could not be performed. The trach was replaced.

Manufacturer narrative:
D10 concomitant product: 6.0plcf 6.0mm ID paed lng lge cuffedx1 (lot# 23g0947jzx) 2261-2902e tracheostomy tube (ace) (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the ventilation volume reduced, and the alarm occurred. A leaking sound was heard, the trach was replaced and after replacement, air leakage was observed from the proximal side of the pilot line.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.